Event description:
Pulmonetic systems, inc. Received a report on 12/20/02. The representative reported the following problem: event in pt's home. Pt is 24 hour ventilated. Pt came home from school and was placed on ac power at home. After approximately two hours the ltv 950 shutdown with no alarms. Parent bagged pt and attempted to turn the ventilator on but it won't power up. They then placed pt on their original lp10 ventilator and called home care services. Respiratory therapist made visit to home and confirmed vent malfunction. Vent was then prepared for return to pulmonetics. Accessories used: humidifier and o2 source - concentrator/50 psi.